Manufacturer narrative:
Burning smell is not reportable so no MDR is required at this time.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, got very hot and there was a burning smell coming through the device. Patient turned on the device after 15 minutes the device stopped working and showing a service required error message. Patient tried to reboot by unplugging it but he noticed that it came very hot and smells like something burning. The device was not returned. If additional information is received a follow up report will be submitted.